Event description:
News broadcast interviewed a patient who reported that their esophagus was punctured during a 'laparoscopic lap band procedure': "I was in ICU for five days on a ventilator, I was septic. I came home with five tubes. I was near death." The damage is permanent. Two years later, the patient's stomach doesn't empty properly and has difficulty eating. The patient never filed a complaint against the doctor who performed the original surgery. Allergan has been unable to substantiate the alleged event. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 6/8/07. The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. No additional information has been reported to allergan regarding the serial number, implant or the explant date. Esophageal perforation and sepsis are surgical/physiological complications, and analysis of device generally does no assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection and perforation as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Caution: as with other gastroplasty surgeries, particular care must be taken dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: during insertion of the calibration tube, care must be taken to prevent perforation allergan was unable to confirm this event. Therefore, we have defaulted the device code to reflect that the device was most probably explanted during the surgical procedure, or it may not have even been able to be implanted at any point during the surgery due to perforation of the esophagus.